Event description:
It was reported that the during device change-out, the physician suspected that the rv and svc coils were switched in the header. Review of real-time egms noted p-waves were seen on the rv coil to can channel and only r-waves and t-waves were seen on the svc coil to can channel. The physician will continue to monitor the patient. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented to the ER with high, out of range pacing lead impedance, episodes of non-sustained rv oversensing due to noise and decreased sensing. Patient has received notification alert for out range pli and nsrvo events. The pace/sense portion of the lead will be capped.